Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: cook was informed of an incident involving two ncircle tipless stone extractors. The devices reportedly became deformed and cannula kinked during a bilateral ureteroscopy procedure. Further communication with the user facility clarified that an issue occurred with 3 devices during the same procedure. Manufacturer report # 1820334-2020-01985 addresses the 3rd device. A large stone load was located in each kidney. The baskets were properly tested before use. The procedure was finished with a ncircle basket. The user stated it was a difficult case. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned devices was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Device a - the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 2.8 cm in length. The basket sheath was kinked 22cm, 71.5cm, and 73cm form the distal tip. The basket wires were crossed near the distal cannula, causing the basket formation to be flat and not fully deployed. Functional testing determined the handle actuates the basket formation. During function testing, one of the basket wires was broken. Device b - the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 2.8 cm in length. The basket sheath was kinked 1cm, 20cm, 67.5cm, and 87.5cm from the distal tip. There was a kink 7mm from the distal end of the support sheath. The basket formation was flat as it exited the basket sheath. One of the basket wires appeared as through it was hooked on something and kinked. Functional testing determined the handle actuates the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The information supplied by the user stated the case was difficult, with a large stone burden. A total of three devices experienced issues during the procedure, indicating that procedural related issues caused the observed damages to the devices. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Occupation: cook medical district manager. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a bilateral ureteroscopy with a large stone burden in each of the kidneys that three ncircle tipless stone extractors failed. This report will be for two of the devices, reference patient identifier (B)(6) for the other device. The case was described as "difficult,' the stone was imbedded around the edge of a calyx and was in a difficult location to retrieve. The devices were tested prior to use. Two of the extractors baskets became wedged between the stone and the wall of the kidney and attempts to open and close the baskets in this position caused them to deform. The basket portion of the extractors flattened from repetitive use and the canula kinked making the basket difficult to open/close. One of the extractors ceased to open. A fourth same type device was used to complete the procedure. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedure due to this occurrence. No adverse effects to the patient have been reported due to this occurrence.